Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the buttons on the insulin pump were unresponsive. The customer was delivering a correction bolus but the numbers on the screen scrolled up to 20. Customer's blood glucose level was over 150 mg/dl. The inside of the insulin pump's screen was foggy. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.